Event description:
It was reported that the chair was leaning to a side and had a damaged lock mechanism and seat support. There was pt involvement, but no adverse consequences were reported.

Manufacturer narrative:
(B)(4): lock mechanism and seat support.